Event description:
Device issue: difficult to deploy, difficult to remove. Time of device issue: during vessel closure. Adverse event failure to achieve hemostasis. It was reported that a tech trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during thumb advancer deployment difficulty was encountered halfway through deployment. Additional pressure was applied enabling completion of the thumb advancer deployment. After deploying the clip, resistance was encountered during device removal. A dilator was inserted into the access ports which released the device from the pt anatomy. When the device was removed, hemostasis was achieved, and the clip was deployed in the intended location in the vessel. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.